Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA, alleging that the patients onetouch verio 2 meter was reading inaccurately low compared to her feelings and/or normal results. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the meter issue began several months prior to her contacting lfs, alleging that the patient obtained an inaccurately low blood glucose result of ¿40 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter stated that the patient manages her diabetes with insulin (no adjustments) and in response to the alleged low result she was given 4 ounces of orange juice. The reporter stated he could not confirm the exact date, but after the product issue the patient developed symptoms of ¿frequent urination and feeling tired¿. There is no evidence the patient received or required any treatment. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.